Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the tubing being kinked or the upstream occlusion sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that device exhibited an upstream occlusion alarm. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.